Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or low battery alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 247 mg/dl. After troubleshooting, customer continued to receive failed battery test alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.